Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the proximal aortic neck was 25-27mm in diameter. The proximal neck length was 30mm. It was reported that during follow up the physician identified increase of the aneurysm¿s diameter without any evidence of endoleak. The physician attributed the increase due to possible endotension. At one year follow up, shrinkage of the aneurysm was identified; however, during the two year follow up increase was noted to 80mm with no evidence of endoleak. The physician performed a partial conversion where a surgical graft was sutured to the second stent of the main body (attached to the proximal neck). The stent graft limbs were easily removed from the distal necks. The surgical conversion was successful. No clinical sequelae were reported and the patient is doing fine. Film review analysis: review of returned pre-implant images confirmed the reported challenging anatomy. At the renals the neck diameter flow lumen was approximately 21 x 25mm; the neck and the origin of both renal arteries were severely calcified and stenosed. The right kidney was not visible. The maximum aaa diameter was 5.4cm, and the aneurysm was filled with thrombus and lined with calcification. The distal aortic diameter was 2cm and very calcified. Both iliac arteries were severely calcified. The right common iliac was aneurysmal measuring 3cm in diameter. Images during and post-implant were not provided. The cause of the events could not be determined; however, it is likely that the very diseased vessels contributed.

Event description:
From the examination of the returned devices and the clinical information provided, the exact cause of the aneurysm expansion could not be determined. The device was returned with the bifurcate aortic body transected between stent rings 3 ¿ 4. No other integrity issues were seen with the bifurcate. The proximal stents 1 ¿ 3 (including the suprarenal stents) were not returned thereby limiting the extent of the analysis. An excision cut and three small puncture holes were observed on the distal end of the ipsilateral limb extension, and an excision cut was also observed on the distal end of the contralateral limb. No other device integrity issues were seen on the returned graft components. The cause of the aaa enlargement could not be determined. Although no visible endoleak could be confirmed, the returned films did reveal that there appeared to be neck dilatation with little proximal stent graft apposition to the aortic wall at the 2 year follow-up. The cause of the increasing aaa may be due to endotension and possibly from press urization via the proximal neck.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation, results: (device evaluation anticipated).